Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stopped feeling stimulation for some time and wanted to increase stim. The patient reported their symptoms of frequency and leaking had returned and they were going to the restroom more often. No further complications were reported. The patient thought the cause of the loss of stimulation/therapy was the battery in their stimulator ¿ they had it replaced in 2012. The patient was going to see their doctor on (B)(6) 2017 to see if they needed the battery replaced. Follow up noted the patient did need their battery replaced. It was stated that the circumstance leading up to the battery being replaced was that the device was not working. The last time they had the battery replaced was in (B)(6) 2012. There were no further complications reported.